Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump displayed a "cassette not attached properly" alarm even though no cassette was attached to it at the time. No patient injury or complications were reported in relation to this event.

Event description:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 .

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pump cadd solis 2120. The complaint of alarm displayed no cassette attached properly was confirmed by testing and event log revealed alarm. Investigation revealed faulty latch lock flex was the root cause of event. The action was taken to replace the faulty latch lock flex and then evaluation and testing done to run pump which passed and ready for service. Reported the device overall condition was good.. Unknown cause of event.